Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient developed a pocket hematoma at their axillary site during impella 5.5 support. Systemic anticoagulation was put on temporary hold to assess / manage the condition. Support remains ongoing with the implanted pump therefore explant date and patient outcome are unknown.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21400. D6b missing. E4 should have been left blank. G1 reporting contact email.